Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding pain involving an accolade stem was reported. The event was not confirmed. Device evaluation not performed as the reported device was not returned for evaluation. A medical review was performed and concluded. There is no examination of the explanted components available. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the pain could not be determined. A medical review was performed and determined the case not to be device related based on the information available.

Event description:
It was reported patient fell 6 months ago and was in pain. Doctor did a revision of left hip and removed femoral head. When doctor opened up the neck and stem trunnion junction it was black, what appears to be heterotopic ossification that was sent for pathology. Upon further dissection they found a white fluid. Stem and cup appears to be well fix so surgeon decided to do a head and liner exchange.

Event description:
It was reported patient fell 6 months ago and was in pain. Doctor did a revision of left hip and removed femoral head. When doctor opened up the neck and stem trunnion junction it was black, what appears to be heterotopic ossification that was sent for pathology. Upon further dissection they found a white fluid. Stem and cup appears to be well fix so surgeon decided to do a head and liner exchange.